Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6) revealed that it passed functional testing. Analysis of the lead (lot#: va303px) revealed that the conductor(s) was/were broken in the body of the lead at or near the tines. Continuation of d10: product ID 978b128 lot# va303px serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead product ID neu_wrench_acc. Serial# unknown: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a revision was done on (B)(6) 2025 to replace the lead and ins. Caller stated that system was working well for the patient but then they had a surgery done by another urologist for blood leakage in the bladder and caller speculated the ablation grounding pad may have been too close to the ins because following the surgery, device was no longer working and patient wasn't receiving efficacy. Caller stated impedances were checked prior to replacement and all were orange. Caller confirmed that with new ins and lead they were seeing appropriate motor responses on all electrodes. The caller indicated that their colleague completed the case and programming in post-op. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.